Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up, CT showed the presence of a potential type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ia endoleak was found to be unknown/undetermined due to lack of relevant medical information like pre-operative imaging. There were no procedure, anatomy, off-label, or cautionary product use conditions found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Event description:
Physician elected to re-intervene by placing a palmaz stent at the level of the sealing rings. The endoleak was successfully resolved and no additional patient sequelae has been reported.